Manufacturer narrative:
Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes (evaluation codes) will be added until the biosense webster system is also updated. Method - c91897 (actual device not tested). Results - c92084(no malfunction found since device was not tested). Conclusion - c91894 (unable to confirm). (B)(4). It was reported that during an atrial flutter (afl) procedure, the customer experienced high temperature issue while using a stockert generator. The generator setting was power control and the temperature cut off was 40 degrees; however the customer was noted the temperature was increased to 81 degrees celsius. The system did not automatically stop the rf energy delivery and the physician had to turn off the system manually. The case was completed without any patient¿s consequence. This kind of issue is indicative of a reportable event. Repair follow-up was performed and device will not be shipped for service. Service was declined. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Management is notified of failure analysis through the monthly trending reports.

Manufacturer narrative:
The concomitant product: celsius thermocool, model# d-1189-03-s, lot # 16108206m. (B)(4).

Event description:
It was reported that during an atrial flutter (afl) procedure, the customer experienced high temperature issue while using a stockert generator. The generator setting was power control and the temperature cut off was 40 degrees; however the customer was noted the temperature was increased to 81 degrees celsius. The system did not automatically stop the rf energy delivery and the physician had to turn off the system manually. The case was completed without any patient's consequence. This kind of issue is indicative of a reportable event.